Manufacturer narrative:
The biomedical engineer troubleshot this reported fault by restarting the unit. The failure was unable to be repeated after the restart. The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.